Event description:
During follow-up, inappropriate shocks due to post-sensed t-wave oversensing were observed. Abbott technical support was contacted and recommended reprogramming the device to resolve the event. No intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.